Manufacturer narrative:
This is not a reportable event due to the fact that there was no repeat procedure performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule detached before the procedure ended and only had 19 hours of data from a 96-hour study. Technical support advised the customer that a copy of the study would be needed, and remotely accessed the customer's pc to retrieve copy of the study. They also confirmed that they used scope to verify the placement of capsule. The cps requested to know if the patient was taking medication during the study, and the customer responded stating that the patient had stopped their medications five days prior to the study. After reviewing the file the cps did not feel it was an early detachment, so it has been updated to a short study. No equipment is being returned.